Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable cortisol ii results for one patient. The result for the first saliva sample from the patient was 0.672 ug/dl (18.54 nmol/l). An aliquot of the sample was sent to another laboratory and tested on an analytical e module analyzer. The result was 24.2 nmol/l. The result for a second saliva sample from the patient was <0.054 ug/dl (1.49 nmol/l). An aliquot of the sample was sent to another laboratory and tested on an analytical e module analyzer. The result was 3.6 nmol/l. For each sample, both results were reported to the patient. The patient was not adversely affected. The reagent lot number was 187429. The expiration date was requested, but was not provided. A specific root cause could not be identified a general reagent issue cannot be seen based on the provided qc data. It was noted the customer did not follow quality control recommendations as qc was not performed on the day of the event. Most likely, the issue was due to a handling issue such as storage conditions or evaporation between the initial and repeat testing as both samples had higher results with the second measurement.

Manufacturer narrative:
Further investigation found the customer was using both cortisol generation I and cortisol generation ii for the method comparison. This was very likely the root cause for the observed discrepancy as the monoclonal antibody of cortisol ii is more specific and shows a lower cross-reactivity profile. Furthermore, the cortisol ii assay is standardized against the reference material (B)(4) panel, which ensures accurate results. This standardization is the reason for a shift in results of approximately 20% when switching from cortisol I to cortisol ii.